Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information stated that the anarchic signal meant artifact; the waves on the screen. The anesthetic drug used on the patient was propofol with sevoflurane gas.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported via a manufacturer representative that there was anarchic electrical signal on the nerve monitoring device during the procedure. They checked the position of the endotracheal tube and did more anesthetic drug but the issue continued. The hcp changed the endotracheal tube and the new device was used without any issue. There was no patient impact or injury.